Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Telemetry issues were encountered in the laboratory setting, indicating a possible issue with the radio frequency (rf) hardware startup. The rf wake-up pulse test was performed, and no rf wake-up pulses were observed a magnet was applied to the device and tones were produced. Therefore, a magnet reset was performed. The device then communicated with the engineering programmer and rf wake-up pulses were observed. A firmware download was performed, with no suspicious system errors or resets noted. A review of device memory noted on (B)(6) 2019 two scans were detected and the device did connect with the programmer; a charge was noted, indicating the device was taken out of storage mode. No further communication or scan detects were noted in the logfiles. During laboratory testing, 35 out of 93 wakeup pulse widths measured at 1.8 ms and below. Historically, telemetry issues occur when the wake-up pulse widths are shortened at less than 2.0 ms. This behavior is consistent with a shortened telemetry wake-up pulse behavior ('radiofrequency/rf wake-up period') associated with the crystal oscillator within the rf circuit.

Event description:
It was reported that during the implant procedure for this subcutaneous implantable cardioverter defibrillator (s-ICD), telemetry was lost and it was not possible to restore communication with the device. The device was removed from the pocket and other equipment in the room was turned off, but still telemetry could not be restored. A new device was able to be interrogated, so the first device was removed and the new device implanted successfully. The attempted device will be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that during the implant procedure for this subcutaneous implantable cardioverter defibrillator (s-ICD), telemetry was lost and it was not possible to restore communication with the device. The device was removed from the pocket and other equipment in the room was turned off, but still telemetry could not be restored. A new device was able to be interrogated, so the first device was removed and the new device implanted successfully. The attempted device will be returned for analysis. No adverse patient effects were reported.